Manufacturer narrative:
(B)(4). Test strips evaluated with defect found. Returned strips produced lo reading. Most likely root cause is black chemistry observed due to improper storage.

Event description:
Customer called and stated that he just purchased a vial of test strips and when he opened the test strips ((B)(4)) some of the test strips vial was partially open. The customer does not feels comfortable with these test strips. The customer was advised by the manufacturer to discontinue the use of the test strips.